Manufacturer narrative:
The company representative was able to resolve the reported event remotely with the customer. The system was, therefore not tested on-site. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, an ophthalmic system cutter did not work. The surgery was completed with alternative product. Details of procedure was not reported. There was no patient harm.